Event description:
Alert from patients latitude home monitor for: "voltage was too low for projected remaining capacity". Patient's pacemaker had firmware 3.10 update. Bsc [boston scientific} tech support confirmed device was affected by high battery impedance. Pacemaker generator replaced [redacted].